Event description:
Coupler was placed on the right breast. As surgical team was connecting the two pieces of the coupler, coupler malfunctioned and prongs did not alight with each other. Because of this, anastomosis between vessels were not completed and another coupler device was needed to achieve an anastomosis.